Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella 2.5 pump inserted in the left femoral for myocarditis. It was reported the patient developed renal failure during pump support. It was noted the event was cause by the impella device. The patient received dialysis treatment. No further information was provided.